Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly and the software was uploaded. The device's trilogy o2 pm1 kit, exhaust fan assembly, 43-micron filter were replaced preventively.